Manufacturer narrative:
(B)(4). There was no alleged device malfunction. Additionally, the dexcom g4 platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a red and itchy rash located on the abdomen that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. The patient was taken to the physician on (B)(6) 2015 and was prescribed mupirocin cream, which resolved the issue. At the time of contact, no additional event information was provided.